Manufacturer narrative:
Submit date: 11/19/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a nasogastric feeding tube. The customer states that the tip of the lead came undone and fell inside the patients pylorus (stomach).

Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. Because the sample was not provided by the customer, the sample evaluation could not be conducted therefore the complaint could not be confirmed and the root cause could not be identified for this incident. However due to previous evaluations and samples reported with a similar condition, the potential root cause for this condition could be lack of solvent (thf) during the bonding process. Since this is a manual operation the condition could originate if there is a lack of solvent (thf) between the tip connector to bolus tip and hollow rod connector. As a mitigation plan the production personnel were notified about the condition to heighten awareness. The acceptable quality level (aql) level for sub assembly inspection was increased from normal to heighten during the functional inspection, to increase the confidence. A quality alert was posted in the line to reinforce the manual assembly and to heighten awareness by the operators about the most critical sections that must have sufficient coverage of the thf solvent. To improve the bonding process a new fixture will be designed to improve and standardize the thf solvent application between the tip connector to bolus tip and hollow rod connector. A new fixture was placed in the assembly line to control the length of the connector. This action will detect the connectors that do not meet the minimum length. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.